Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was selected to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of a male pt. During preparation of the stent system, it was noted the stent ends were flattened/compressed disabling the device from being loaded onto the delivery system. There was no damage observed to the device packaging. The procedure was successfully completed with another rapid exchange biliary stent system with no reported complications. The pt was reported to be doing well after the procedure.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).